Manufacturer narrative:
(B)(4).

Event description:
It was reported that helix was slightly extended on the rv lead while still in the package. The lead was implanted. The patient was discharged after the procedure.